Event description:
The patient's treating neurologist reported that one of their vns patient's had high lead impedance, output-low, lead impedance - high, impedance value - 9648 ohms. The device was disabled. The patient has been seizure free for some time. The patient is also elderly and has alzheimer's and both md/family agreed they did not want the patient undergoing surgery to revise the system. The patient is in a group home and the plan is for device to remain disabled. There have been no reports of falls or traumas that would have contributed to a lead issue. X-rays will not be taken, as there are no plans to move to surgery. The patient is stable with device off.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.